Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, several episodes of noise that resulted in oversensing and a loss of pacing on the right ventricular channel. The patient is not pacemaker dependent and is stable with no adverse consequences reported. An angiogram of the subclavian vein and a lead replacement procedure are anticipated.